Manufacturer narrative:
(B)(4). Only "device was not returned to manufacturer" should be checked not "evaluation summary attached". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime a one-link IV connector set with an unspecified drug. The syringe was added to the set to flush the line and no flow was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.